Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Product lot number? What instruments were used to grasp the needle? Where and how was the needle grasped during use? It was reported that ¿the needle broke off inside the patient ¿. Did the needle pull off/detach from the suture or the needle break in two pieces? Please specify/clarify the event. If it is pull off, how was control lost of the needle? Were x-rays performed to localize the needle? If yes, where is the retained needle located/in what area/tissue? Are there any patient consequences? Please specify. When is the removal of retained needle planned? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent a cervical cerclage procedure on (B)(6) 2021 and the suture was used. During the procedure, the needle broke off inside the patient. The needle was not retrieved and will remain in the patient until after the pregnancy. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/2/2021. Additional h6 medical device problem codes: a0401. A manufacturing record evaluation was performed for the finished device lot number: rdbhjb / mb66g39 and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: one empty overwrap packet, an empty msda folder a needle/suture piece a and a suture of product code mb66 was returned for analysis. The product code is multistrand and each packet contains four strand single armed. In order to evaluate the conditions of the returned sample, the channel area of the needle was noted closed correctly, marks that appears to be by surgical instrument was observed and there is a suture piece still attached to to needle, the end of the suture was observed cut due to use of sharp edge instrument. Functional test was not performed, due to condition of the sample received. No needle pull off or breakage needle was observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Visual analysis of the returned sample determined that on needle/suture piece broken at the channel area product code mb66 was received. Marks on the swage area due to use of the surgical instrument were observed. No needle pull off was observed since the needle was observed with a suture piece still attached to channel needle. Additional evaluation is necessary to determine the assignable cause of the breakage needle. Hsa analysis: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code mb66g. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional event information: patient at thirteen weeks of gestation was having a cerclage placed. The end of the needle broke in the anterior part of the cervix. Attempted to retrieve but could not. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).